Manufacturer narrative:
Product event summary: the full lead was returned and analyzed and no anomalies were found. The analyst commented that the helix extension and retraction testing was performed and all results, including electrical testing, were within specified parameters.

Event description:
It was reported that the helix of the attempted pacing lead would not extend during positioning. The lead was removed and a different lead was implanted. No patient complications have been reported as a result of this event.